Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2013, the pt was implanted with a permanent scs system. Two days later, the pt began to experience abdominal pain and abdominal distension. In turn, the pt was hospitalized. While in the hospital, the pt was diagnosed with bowel obstruction or ileus as well as a blood clot in her left leg. On (B)(6) 2013, the pt was released from the hospital. The blood clot and bowel obstruction or ileus has resolved. The pt's scs system is performing as intended.